Event description:
Additional information: it was reported that the pump had been turned off and had reached end of life (eol). That was the reason it was not working. The patient did not experience any symptoms because she was being managed by oral medication. The pump had not been explanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patients pump did not "work". The pump was filled with saline. The drug in the pump was unknown. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: unknown. (B)(4).